Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the full lead was returned, analyzed and the distal conductor was fractured. It was noted that the lead was returned with the helix fully extended and stretched. The lead appears to have been implanted with a bend in it at the fracture site. It was also noted that the defibrillation conductor was distorted, the inner tubing was kinked/buckled, the outer insulation had a cosmetic depression, the helix/lobe was distorted/bent and there was blood in/on the helix/lobe mechanism.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Analysis of the lead is in process; the results will be forwarded when available.

Event description:
It was reported that the right ventricular lead was oversensing and had high impedance. The lead was removed and replaced. No patient complications have been reported as a result of this event.